Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra 2 meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that they first became aware of the meter issue between 11 am and 12 pm on (B)(6) 2019, reporting that the patient obtained inaccurate high results of ¿120 mg/dl¿ compared to ¿33 mg/dl¿ obtained on the laboratory device. The tests were carried out less than 10 minutes apart and based on statistical methodology these readings exceed lifescan¿s criteria for precision. The reporter stated that the patient manages her diabetes with insulin (no adjustments), and that she made no changes to their normal diabetes management in response to the alleged high. The reporter alleges that prior to the issue (timescale unknown), the patient had developed symptoms of ¿shaky and sweaty¿. In response to the symptoms the patient was given some juice and a granola oatmeal bar. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient had developed the symptoms prior to the meter issue. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.